Manufacturer narrative:
(B)(4). Batch # t5ad2u. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and without reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. One photo was provided; the picture shows the handle of a device from bottom view. What appears to be the firing trigger switch actuator post can be seen broken. This condition would not allow the device to fire. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined.

Event description:
It was reported that during the lobectomy surgery, could not fire when severing tissue on the 3rd firing noted the yellow component fell off as the picture shows. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.